Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/09/2021 it was reported by a sales representative via sems that an ar-6485 pump that produced too much pressure. The pressure was set at 35 for the knee. The back portion of the patients leg swelled up with water and sustained over pressure. Additional information 12/10/2021: the patient went home and did not have an extended stay. The fluid was allowed to drain from the joint and disperse.

Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed no damaged to the device. Further review of the pump sub-assembly and components showed no issues with the latch door or tubing connector. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.